Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis. Intra-op, during lock down of set screw tip of the driver broke and remained inside the set screw.

Manufacturer narrative:
Product analysis results: visually confirmed that approximately ~4.5 mm of the instrument tip has been broken off, consistent with interface during usage. Microscopic examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The hardness of the sheared tip meets print specification. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.